Event description:
Philips respironics dreamstation 2 (new unit replaced per recall). The replaceable filter came out completely black when I went to change it. I have used a CPAP (continuous positive airway pressure) for almost 15 years, the filters come out light brown from dust particles but this time it came out black.